Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; no power with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2017 with the following findings: a review of the pump black box showed that a power interruption had occurred. A visual inspection of the pump showed a hairline crack in the battery compartment. The returned battery cap and a test cap attached securely to the pump. During investigation, the pump was successfully run on a 24 hour basal program with no pump reboots or power loss occurring. The pump was opened and no damage was observed to power circuit; no moisture was observed internally. The original complaint of no power was shown in the pump history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.